Event description:
Information received by medtronic indicated that the insulin pump alarmed critical pump error. Customer reported that they received the open book image on the insulin pump screen. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp on july 22, 2022 the customer reported an open book. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side starting at the left belt clip rail. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests; it failed self test. No unexpected critical pump errors (open book image) were noted during testing. Self test returned a pump error. Attempt to download/upload using crest/thus was successful. The adapt tool lists the following pump errors which could possibly trigger a critical pump error/open book: pump error 4 occurred on july 22, 2022 at 19:07:01. The case was cut open. After visual inspection, there is corrosion in/around the following: electrical board, q28, u22 r18, c20, back of the lcd screen; electrical board flex cable terminal, components located at the top of the front side of the board. After plugging a known good electrical board 2 and a known good electrical board 1 into the original case, the self test passed. After plugging a known good electrical board 2 into the original electrical board 1 and then into the original case, the self test failed returning a pump error. After plugging the original electrical board 2 into a known good electrical board 1 and then into the original case, the self test passed again. In summary, the customer¿s report of an open book was not confirmed during testing. The pump error was isolated to electrical board 1 and is due to the moisture damage on that board. The pump error is due to a hardware error as indicated in the adapt tool. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section